Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the reagent probe a wash collar valve (solenoid valve) to resolve the issue, no further leaking was observed. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a leak from reagent probe a on a unicel dxc 800 pro synchron system. The customer stated the leak was contained and verified the reagent probe fitting and reagent syringe were tight, service was initiated. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.